Manufacturer narrative:
(B)(4).

Event description:
Procedure: partial gastrectomy with gastro-jejunal anastomosis on linear roux. According to the reporter: on (B)(6) 2011, the surgeon performed a partial gastrectomy with gastro-jejunal anastomosis on linear roux. He performed all resections / mechanical anastomoses apart from the closing of the gap. The applications were as follows: resection of the duodenum about 2.5 cm from the pylorus with a single application of endo gia duet 60 green loading unit (lot number n0b0200u - expires 02/2013); gastric resection with 2 applications of endo gia duet 60 green loading unit (n0b0200u - expires 02/2013); gastro-jejunal anastomosis with linear single application with endo gia 60 blue loading unit. The closure of the double layer was performed by hand with a double layer suture. At the end of the intervention, all the resection / anastomosis were checked again and everything was in order. There was no bleeding or lesion near the staple lines. There was no hemostasis performed with single or bipolar cautery close to mechanical sutures. The patient had a perfect course, did not present problems of channeling, had resumption of bowel movements and was fed autonomously without any problem. Therefore, at day 5, the patient was discharged with great satisfaction. His stay at home was very good up to the eleventh day (B)(6) when he was struck by the appearance of great pain and presented to the emergency room. The patient was sent back home with a treatment of pain relievers. On the 13th day (B)(6), the patient returned to the emergency room with new pain, which this time extended to most of the abdomen. A reoperation was performed. At the time of re-operation, the surgeon has detected the presence (not abundance) of purulent material, mixed with bile stercoraceous which led to an important colo-peritonitis that led to the death of the patient. The detected loss was attributed, by the surgeon, to the presence of an opening in the duodenal resection due to a malformation of staples for the first 2mm. Also, some staples were found not properly secured (apparently just opened) and tangled with each other. In the opinion of the surgeon, this led to the opening of the staple line causing the leakage of bile, pancreatic juice and, in a second stage, of material stercoraceous causing peritonitis. The surgeon was asked whether a defect was noticed below the three rows of staples or something other to suggest a break in the tissue below the line, but nothing abnormal was found except for this hole about 2 mm length on the initial part of the staple line and staples tangled together with at least one not correctly formed. The clinical unit is clearly no longer available but another unit with the same lot number will be returning. Covidien has been informed that there has not been an autopsy performed as of (B)(6) 2011.